Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. Upon investigation, it was revealed that there was non sustained right ventricular oversensing. Programming changes were suggested. However, no information about the performed intervention was available.